Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The conductor wire and conductor wire insulation were not damaged. The instrument passed the electrical continuity and energy delivery tests.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer discovered that the fenestrated bipolar forceps instrument insulation was burned out. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: there was no damage to the conductor wire insulation. No arcing and instrument collision were observed during the procedure. It was confirmed there was no patient harm, injury or adverse outcome.